Event description:
On 27 december 2005, after having problems with my eyes, I was diagnosed with fusarium keratitis at the medical center. I had been using renu with moistureloc contact lens for about a year.